Manufacturer narrative:
The subject device was returned to the service department of (B)(4) but has not been returned to omsc. The service department of (B)(4) checked the subject device for evaluation. It confirmed that the insertion part, the bending tube of the subject device was lacerated, and the metal part was sticking out. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of (B)(4) and a thing which the internal braid of the subject device was damaged, omsc determined there was the possibility this phenomenon was attributed to external force applied to the bending section of the internal braid. Since the subject device was not returned to omsc, it could not identify the cause of the reported phenomenon. However omsc confirmed that this phenomenon was not caused by the device or the manufacture, and that there were no problems with the safety and there is no frequent occurrence. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that was found the bending section rubber was torn at the unspecified timing. During the incoming inspection for the repair at the service department of olympus (B)(4), it was found that the bending section rubber was torn and then the internal metal part of the bending section was exposed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.